Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. Evaluation summary: one cadd prizm pump was returned for analysis. Visual inspection of the pump found no damage to the pump. Evaluation of device history log found following event: 10037 service clock message functional testing included use testing. The pump was powered on and it immediately displayed customer reported error code 10037. The pump did not display error code during functional testing. Based on the evidence, the compliant was confirmed. The root cause could not be identified.